Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. Currently, there are no supplementary data. The case is therefore closed. If additional information should be received at a later time, the case will be reopened, and the investigation will continue.

Event description:
Ous MDR. After an implant period of approximately 32 months, it was reported that the ICD indicated an elevated current consumption. The patient was called into the clinic. At the moment, biotronik has no further information with regard to a revision procedure. The ICD remained implanted at that time.

Manufacturer narrative:
The returned ICD underwent a status interrogation after it was received. The battery status was mos 2, twelve charge processes had been recorded in the device memory. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In a next step, the power consumption of the ICD was analyzed and turned out to be increased. The ICD was therefore opened, and the internal structure was examined. A visual inspection did not show any anomalies. The electrical function check showed an increased current uptake of the electronic module. A defective low-voltage capacitor was identified as the cause. The production documents of the ICD were reviewed. All manufacturing steps had been carried out properly. There was no indication of a material defect or manufacturing error. A performed standard final test, which comprises the measurement of the current uptake, among other things, did not show any irregularities. It can therefore be assumed that the noted cause of the increased power consumption only occurred after shipment of the device. Based on the analysis results, it is, however, not possible to make any statements regarding the origin of the damage. In summary, an increased current uptake could be shown, and its cause could be determined. The icds capability to provide therapy was not impaired at any time during the implantation period. The specified shock energy, in particular, was ensured at all times.